Manufacturer narrative:
A visual and dimensional inspection was performed on the returned device. The reported material separation was confirmed. The reported difficult to advance could not be tested due to the device condition. A review of the production records and the corrective and preventive actions (CAPA) database was performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed no indication of a lot specific issue. The investigation determined the reported difficulties appear to be related to the operational context of the procedure. It was reported that the guide wire met resistance with the patient¿s heavily calcified and mildly tortuous lesion, resulting in the reported difficult to advance. Additionally, it was reported that the guide wire separated during use. Analysis of the returned wire confirmed the separation. The separation point was jagged, this indicated force applied at a kink or bend. In this case, it is likely that manipulation of the guide wire, when resistance was met, contributed to the reported material separation. The separated portion of the wire was removed via a snare. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
It was reported that the procedure was performed to treat a heavily calcified and mildly tortuous lesion in the left anterior descending artery (lad). A 3cm 014 ht whisper guidewire was advanced to the target lesion with resistance noted due to the anatomy. During removal of the guide wire, the tip was noted to separate inside the anatomy. The tip was snared out, and another whisper guidewire was used to complete the procedure. There was no adverse patient sequela and no reported clinical delay. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.